Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review did not find any anomalies that can be related to this event. However, a design change of a change in the op-amp circuit design of the patient board (dr board) was implemented for the device on april 16, 2018. Since the device was a product prior to countermeasures, it is possible that only the failure of 180 series scopes to yield an image due to a failure of the op-amp.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported that during a procedure, no image would display on the evis exera iii video system center whenever the 180 series scopes were connected. The user further reported that the 190 series scopes worked normally. As reported, there was no consequence or impact to the patient.